Event description:
The customer stated that while testing the patient the blood glucose value of >500 mg/dl was obtained at 5:20 pm while a laboratory venous sample drawn at 5:29 pm was 206 mg/dl. The blood glucose value of >500 was taken on the accuchek inform ii meter (serial number (B)(4)). The nursing staff did not believe the result of >500 mg/dl so they awaited the laboratory result. No treatment was given based on any of the results. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips and they were tested in a retention meter with control solution. All of the returned results were within an acceptable range. Due to the caller stating that there might have been candy residue on the patient's hands, it can not be excluded that the observed contamination is what led to the allegation of discrepant results. None of the listed medications are currently known to interfere with the accuracy of the test results. The allegation could not be substantiated.